Event description:
Additional information was provided from a company representative (rep) stated that the drug information was baclofen 1,497.4 mcg/day 2,000 mcg/ml. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the pump was replaced successfully with no issues and a therapy to patient was delivered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6). Implanted: (B)(6) 2010 explanted: (B)(6) 2025 product type catheter h3 ¿ analysis of the catheter found ¿catheter sutureless connector ¿ tearing/coring in seal - leaking was seen during pressure testing.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n247607003 implanted: (B)(6) 2010 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal 350 mcg 2000 mcg/ml via an implantable pump. It was reported that a dye study was performed approximately 1 month ago, and it was determined that the catheter needed to be revised, due to not being able to aspirate. Upon opening the pump pocket and removing the catheter from the pump, the pump segment was trimmed from the catheter and cerebrospinal fluid (csf) flowed instantly. That segment was replaced with the 8578 and aspirated once more, via cap chamber, and it was able to aspirate. There was scar tissue build up in the pump segment catheter. The issue was resolved. The partial catheter will be returned for analysis. The healthcare provider (hcp) has no further information for medtronic.